Manufacturer narrative:
Concomitant medical products: product ID: evproplus-29us, serial #: (B)(4), ubd: 23-apr-2022, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, it was noted that the valve was not in an optimal position. The cause was not confirmed but it was suspected that the delivery catheter system (dcs) had pulled the valve back. A second valve was implanted successfully. It was reported that the patient had heavy leaflet calcification. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned to medtronic for analysis. No flouroscopy or angiogram images were returned for review. Dislodgement of the valve by the distal tip is likely related to operator technique or experience. The device instructions for use I nstructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. In this case, it was noted that the patient had heavy leaflet calcification. This indicates that a possible cause of the dislodgement was patient anatomy, but given the limited information, the root cause of the dislodgement event cannot be conclusively confirmed and a relationship to the dcs cannot be established. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. There is no information to suggest a device quality deficiency that may have caused or contributed to the reported event. H6-updated eval method, eval result and eval conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.